Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the hot saline squirted out the injection sites of the paracervical block and caused a burn on the cervix (exact degree and size not known). A tenaculum stabilizer and speculum were used. In addition, there were no alarms. The burn was treated (exact method unk) and the procedure was completed with another of the same device. The pt's condition at the conclusion of the procedure was reported to be "fine". Although attempts were made to gather further info regarding the degree of burn, these attempts were unsuccessful.